Event description:
The customer reported erroneous elevated accu tni (troponin I) test results were obtained when using the access 2 immunoassay system for eight patients. Erroneous test results were reported out of the laboratory. When the customer notice that seven of the patients were recovering results above the reference range; one of the technologist in the lab had herself drawn and tested for accu tni and she also recovered above the reference range although there were no clinical symptoms. The reagent pack was discarded and a new pack loaded of the same reagent lot and repeated quality control (qc) to which it recovered within range. Sample testing was repeated on all patients and results were lower and considered accurate. The physician does not base patient treatment decisions solely on troponin results consequently patient care was not affected. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Controls were run before the incident and recovered in range. Samples are lithium heparin aliquots and processed from sample cups. System checks were within specifications. The patients were drawn onsite and initially run fresh. The specimens were stored in the refrigerator until they were repeated within 4-8 hours later. The customer did note that one sample did have some fiber in the sample cup. The customer does not feel service is required at this time. A follow up call was made and the customer the states they have had no further issues with the system. Although sample handling may have contributed to this event, a clear root cause has not been determined. This reportable event was identified during a retrospective review conducted between january 01, 2008 and october 23, 2010 of complaints for additional reportable events.